Event description:
Follow-up of report rsa: MDR 3010034862-2021-00001 80009 rs couch density override. Incident(s) caused by use error. There was no malfunction in raystation. Clinic has been using raystation 8b with a couch model that they had not validated. The density defined in the couch model did not match that of the actual density of the couch, leading to inaccurate dose calculation. Severity and number of patients affected are not known. We have requested more information about dates, number of patients etc from the clinic.

Manufacturer narrative:
The couch had a default density that was carbon fiber of 1.7 which was not validated before clinical use. Couch models are provided by raysearch, but each clinic need to validate models before clinical use. This is included in training models which can be downloaded from raycommunity.

Event description:
Clinic has been using raystation 8b with a couch model that they had not validated. The density defined in the couch model did not match that of the actual density of the couch, leading to inaccurate dose calculation. Severity and number of patients affected are not known. We have requested more information about dates, number of patients etc from the clinic. Incident(s) caused by use error. There was no malfunction in raystation.